Manufacturer narrative:
(B)(4).

Event description:
Medwatch received reported that while using the 2.3 device during a cervical laminectomy, posterior fusion, the irrigation stopped pumping and the device overheated and began to smoke. The device was replaced with a like device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.